Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the the lever was locked or unlocked forcefully, or if the lid was locked or unlocked when it was not fully closed, the stress applied could cause the pins to deform and loosen, potentially leading to damage to the lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lever of the subject device was failed. There was no patient involvement.